Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during distal drilling, interference with the nail occurred, so drilling was done using k-wire which was thinner than drill diameter. But out of bound of the distal locking screw was found by the final image check. The surgeon tried to re-insert the screw, but couldn¿t. The fixation was completed with only one screw for distal locking. In several checks before implantation, interference occurred sporadically for both proximal and distal locking. Eventually the screw couldn¿t get inserted. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 9 for complaint (B)(4).